Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Customer declined to complete the system check at the time of report. There was no adverse impact to the customer¿s blood glucose level.